Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The alarm trace showed seven sample clot detection alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 46.1 u/ml. The sample was repeated twice, and the results were both 2.00 u/ml with a data flag. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.